Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that no telemetry with the implantable neurostimulator (ins). They could not communicate with either the clinician programmer (cp) or patient programmer (pp). The inability to communicate with the cp occurred on the day of the report. It was unknown when the poor communication with the pp started as the patient did not use the pp much. They tried interrogating the device in 2 separate rooms. There was a return of symptoms and the patient was not feeling stimulation, which had been occurring since (B)(6) 2016. There was no trauma or fall that could be related to this issue. The hcp did not allege any longevity issues, but found a printout from (B)(6) 2015 and it showed 25.5 month estimate left on the battery. At that time the pulse width was increased from 201 to 240 and the amplitude was 5.3 and 3 electrodes active.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.